Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2008 - the pt was implanted with a bard visilex mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.